Event description:
During operation, head of screw broke off while being screwed into the pedicle. Pressure was not applied during usage. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation report shows that material and production met specifications. The investigation with a microscope shows unilateral damages on the closing cone. Furthermore, it shows that the hexagonal inside is completely worn out and round. The breakage is indicative of either not enough bone was removed before placing the pedicle screw, which hindered the 3d-head in its movement or the screw was over tighten which damaged and detached the head. No product defect was established. A review of the device history record did not show conditions that could have contributed to the reported event.